Event description:
It was reported that the usb port on a customer's pump was damaged, which prevented the pump from being plugged in. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternative method of insulin therapy.